Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 09/17/2015. Device evaluation: the pump has been returned to animas and evaluated on 08/27/2015 with the following findings: there were multiple no cartridge detected warnings observed in the pump¿s black box. A load step malfunction was not duplicated during the investigation. A force sensor calibration check failed. The force sensor removed and the resistance value was found to be out of specifications. Moisture was found on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.